Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). (B)(6). (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure and suffered cardiac tamponade. The event occurred during the transeptal puncture phase of the procedure. A pericardiocentesis was performed and the patient's condition was improved. The physician assessed that the event was procedure-related and a preexisting pericardial effusion might have contributed to the event. No bwi product malfunctions were reported.